Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and passed. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the power dropping out when connected to charger or download tool. The allegation was confirmed. The probable cause was determined to be a defective u15. No injury or medical intervention was reported.